Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2013 he was unable to check his blood sugar and he "took insulin, and went hypo," and suffered a loss of consciousness. Customer stated he self-treated with chocolate and self-presented to a hospital where he was diagnosed with hypoglycemia and treated with dextrose via IV. There was no report of death or permanent impairment associated with this event.